Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The reported pump was received at the manufacturer in good condition and the reported alarm was verified. The motor rate alarm occurs when performing motor drive and occlusion operational tests. The reported problem was replicated. A faulty optical sensor was found on the device main board. The main board was replaced and calibration and functional tests were performed. Additionally, the worm coupling was replaced due to excessive noise when running a flow delivery test. Calibration and functional tests were performed after which the device passed functional and delivery tests.

Event description:
It was reported that the pump exhibited an audible backup alarm during pre-operative start up test and an alarm for pump motor rate error. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition, no visible contamination. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated, the investigation found faulty optical sensor on main board. For corrective action the main board was replaced. Also replaced worm coupling due to excessive noise when running flow delivery accuracy test. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.